Manufacturer narrative:
This catheter is recommended for use with the biosense webster preface guiding sheath as the distal spines may be damaged if used with a sheath that is not compatible. (B)(4).

Event description:
It was reported that during a right ventricular outflow tract - (rvot), premature ventricular contraction (pvc) ablation, the physician had difficulty to insert a pentaray catheter using the insertion tool into hemostatic valve on the 8.5f sjm lamp 90 sheath. The physician tried to find issue so he tried to insert the insertion tool of the smarttouch catheter into hemostatic valve, which also did not fit into it. Therefore to complete the case, the insertion tool was held up against the opening of the sheath valve and the splines were advanced through. The case was completed without any patient consequence. The initial complaint was considered as not reportable event at that time. Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that spine a has marker ring squashed with small white foreign material underneath proximal side. Ring #2 and #3 squashed and ring #4 squashed, proximal side damaged and sharp with material underneath. Between distal flower stem and spine covers spine c has been bent down and torn away from irrigation tubing. Spine cover is torn on both sides. Ring # 10 is squashed, ring #11 is squashed distal side is rough and proximal side is sharp with very small white foreign material attached. Ring #12 squashed, sharp on proximal side, making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted. Per the pentaray catheter IFU: the pentaray catheter is recommended for use with 8f biosense webster preface guiding sheath. Advance the insertion tube along the catheter shaft to collapse the spines together prior to insertion into the sheath. Do not introduce the pentaray catheter into a guiding sheath with its distal spines folded backwards (i.e., toward the handle). Collapse the spines together using the insertion tube prior to insertion.

Manufacturer narrative:
Refer to evaluation summary (B)(4) it was reported that the insertion tool on the pentaray did not fit into the opening of the hemostatic valve on the sheath. They used 8.5f sjm sheath (different curves though) with the pentaray often and have never noticed an issue. To complete the case, the insertion tool was held up against the opening of the sheath valve and the splines were advanced through. Although it doesn¿t appear that there was an issue specific to the pentaray catheter during this case, the returned device was visually inspected upon receipt and it was found the spine a has marker ring squashed with small white foreign material underneath proximal side. Spine c has been bent down and torn away from irrigation tubing. Several rings are squashed. Ring 2 and 3 present damage and sharp edges. Under rings 4 and 11 it was found had white foreign material. Due to damages catheter was sent to sem analysis. Results show that the outer surface of the spine cover and the union presented evidence of tension and elongations at the surroundings areas of the separation union. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. The x-ray spectrum of the particle yielded elementals; carbon, oxygen, silicon, chlorine, calcium and titanium. Further investigation received indicates the condition of the catheter was not reported by the physician upon withdrawal of the catheter. The physician reported that he did experience great difficulty inserting the catheter this might contributed to the catheter damage. Further investigation received report that the condition of the catheter was not reported by the physician upon withdrawal of the catheter. Per the event outside diameter measures were taken and catheter was found within specification. During test there was not resistance during insertion on 8f sheath. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint cannot be confirmed.